Event description:
It was reported that while interrogating an implanted device the programmer displayed an error message. It was advised to reinstall the upgraded software to the programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.